Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On (B)(6) 2025, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument movement was not static. The instrument did not move freely without surgeon control. The instrument did not move in the opposite direction than commanded by surgeon. The instrument movement scaled with the surgeon's control. The movement of the instrument was not delayed and was not unsmooth.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. Review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.